Manufacturer narrative:
Approximate age of device - 15 days. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed. : placeholder.

Manufacturer narrative:
Additional information: a root cause for the reported event could not be determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided and the device was not returned for evaluation. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient did not have a pump exchange. It was reported that the patient did not fully recover from the initial implant on (B)(6) 2014 and expired post op.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired during a pump exchange and that he never woke up. No additional information was provided.